Event description:
Report of explant of pump due to "stalled pump per rotor study" rec'd with device returned to MFR for analysis. Repeated requests for add'l info about this event have been unanswered. A supplemental medwatch report will be filed if add'l info becomes available.

Event description:
Additional info rec'd that pt returned to baseline condition without severe withdrawal symptoms. The pt was given oral or parenteral replacement medications and recovered without sequela.